Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error after being dropped in the bathtub. Customer's blood glucose value was 13.3 mmol/l at the time of incident. Customer also stated that the insulin pump was cracked. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.